Manufacturer narrative:
Please note that this submission package was originally submitted on 02/12/2016 using the test site because I was unaware of the production site. It will be repackage and send through the production site on 03/09/2016.

Event description:
Drive received from a provider a notice of incident which involves the walker that drive medical imports and distributes. On the day of event, the end user had picked up the walker from the dme rental provider. The walker was allegedly wobbly upon receiving. Once outside of the provider's facility, the end user rode on the walker going down from the curb when the equipment broke, and she landed on her foot which she had surgery 4 days ago. Serial number of the walker cannot be identified because it was worn off from the product label. Therefore, the manufacturer and the history of the device is unkown. This report was provided by the end user, the provider and the representative of the provider's insurance company.